Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, short interval counts (sic) and non-sustainedt achycardia (nst.) Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported asa result of this event.